Manufacturer narrative:
Concomitant medical product: evolutr-34-us transcatheter valve implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r-wave (ffrw) and noise were noted on the right atrial (ra) lead. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.